Event description:
Customer reported that her insulin pump was alarming. Her blood glucose is 257 mg/dl. She treated with a manual injection. Customer says she changed the batteries, infusion set, and reservoir, and the device alarmed afterwards. She stated insulin is squirting out during the manual prime process. Insulin continues to drip out after the motor stops during the manual prime process. She is unable to exit the preparing to prime loop. The rewind message came up after the alarm. The device was not dropped or bumped prior to the alarm. The drive support cap was sticking out. Customer has not pressed the cap while connected. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.